Event description:
It was reported that the during the implant procedure, the physician noted that the lead could not initially be inserted into the port because the set screw was down too far. The set screw was retracted, the lead was inserted, and the set screw was retightened. Over the next three days, the right ventricular impedance and threshold rose. During the lead revision procedure, the right ventricular lead came out easily and was noted to be not screwed in. The lead was reinserted, the set screw was tightened, and a tug test was performed. The lead remains in us. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 implantable tachy lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013; 4196 implantable pacing lead (B)(6) 2013. (B)(4).